Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No code available (secondary surgery, lens explant). Twenty-four-off-label use [anterior endothelium chamber depth < 3.0mm (2.92mm)]. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -8.5/+3.0/098 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2017. On the same date the lens was explanted. It is unknown whether explant occurred intra-operatively or post-operatively. The surgeon plans to exchange the lens once the replacement lens has been received.

Manufacturer narrative:
Additional information received: the lens was removed intra-operatively. Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the haptic had a tear on it and was bent. Claim# (B)(4).